Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-03387. It was reported the patient underwent surgical intervention to address the occipital (off-label) lead incisions. Reportedly, the patient has scars on the neck from previous surgeries, the patient had picked at the scars and the leads tail was showing through the incision. The patient's physician cut the leads tail and removed the paddle portions of the leads. The leads tail remain implanted and connected to the ipg.